Event description:
Dr informed rptr he had 2 bulging discs and gave him the option of surgery in which they would fuse his discs together in the hopes that it would relieve some of the pain in his back & legs. About 1 yr later the pins had to be removed because of an infection in the same area. Later because of a lack of improvement in his back condition, the drs had to do more surgeries, in the hopes again of bettering his condition. However, this was to no avail. He was taken off work on disability and is currently retired with limited functioning.